Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat stenosis in the proximal right coronary artery (rca). The 4.0x08 nc trek balloon was inflated to 22 atmospheres and deflated for 30 seconds. During retraction, resistance was met with the guiding catheter. The guiding catheter was retracted into the aorta and the balloon was able to be forcefully removed. After the procedure, contrast was noted in the distal end of the balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the balloon dilatation catheter from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. It should be noted that the nc trek rx instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. The IFU also states that the balloon pressure should not exceed the rated burst pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.